Manufacturer narrative:
The customer returned the cameras to merge healthcare for evaluation. The hardware has been forwarded to the vendor/supplier for further investigation. When additional information becomes available a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified an account was receiving error communication codes when trying to use the camera. After switching out cables and investigating, merge healthcare technical support determined the camera needed to be returned for repair. On 04/10/2018, additional information was received from the customer. According to the information received, the issue impacted patient care as information could not be obtained for diagnosis and treatment. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm was reported as a result of this issue. Reference complaint number (B)(4).